Manufacturer narrative:
Date of initial report: 2017-08-14. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a female patient was re-admitted to the hospital and treated for post operative bleeding one day after a lap gastric sleeve on (B)(6) 2017. The exact location of the bleeding is unknown however the customer stated the bleeding was in the inferior stomach. The amount of bleeding is unknown. The patient was hospitalized for 3 nights and treated conservatively outside the operating room. The incident device was discarded by the site and is not available for evaluation.